Event description:
The customer was hospitalized twice in the last month for high bgs. It was indicated that both times the customer had mild dka. The customer indicated that the hospital did not attribute the cause of high bgs to the pump.